Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. This notification is being reviewed due to a user of a remstar auto a-flex device with an allegation of missing control dial button. There was no serious patient harm or injury. There was no medical intervention reported. The device was returned to a third party service center for evaluation. Foam particles were observed within the device assembly. The complaint of missing control dial button was confirmed. Dust/dirt was found inside the device. No error codes were found in the device log history. The device will be scrapped.